Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where upon release, the anterior side dropped with some rocking motion. The physician snared the locking tab from left ij, pulled tension and held for a about 10 minutes. Released snare and valve was positioned correctly. No rocking, no pvl, no tr.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h5, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Additional information: the patient was stable the next day and the valve was still in place after being snared and pulled into correct position using the left ij access. The complaint for "valve deployed too ventricular" was confirmed with empirical evidence based. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. No information was provided about event details or any procedural implications that may have contributed to the event. These events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. The screening process verifies papillary muscle locations for events such as these if diastolic oversizing is not ideal. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.